Event description:
On 08/11/06, nellcor puritan bennett received a report of air leakage issues on a low pressure cuffed tracheostomy tube. The caller reported an air leakage between the inner and outer cannula and the proximal end of the cannula. This report is associated to the second occurrence reported on rp200608-0668 / MFR# 2936999-2006-00737.

Manufacturer narrative:
Investigation of this complaint is currently in progress. The sample associated to this complaint is not available.